Event description:
A report was received that stated an 840 ventilator was sprayed with water from a patient's dialysis machine. The ventilator display went blank and then inoperative while in patient use. The patient was transferred to another ventilator. There was no harm or injury to the patient.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse inspected the interior of breath delivery (bd) unit, backup power supply (bps) and graphic user interface (gui). There were no signs of water on the interior of the bd and bps. The gui has signs that water had gotten into it. There were dried droplets of water on the metal cover of the gui central processing unit (cpu) and on the top of the gui cpu printed circuit board (pcb). The cse the replaced gui cpu pcb and performed all required calibrations and tests outlined in service manual. The ventilator passed all test. (B)(4).